Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the prov50 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed. There was no report of any device malfunction; this was a procedural complication.

Event description:
It was reported on (B)(6) 2019 that a patient underwent a convergent procedure. Two weeks prior to the procedure, the patient had a large pericardial effusion, which was treated and 800cc of fluid was removed from pericardium. The epicardial ablation procedure proceeded as planned without any complications. During the left atrial appendage (laa) management procedure, it was noted that the laa was substantially adhered to the atrium by fibrous tissue. The surgeon freed the laa with a blunt dissector which took approximately 45 minutes. The atriclip prov50 was introduced and when the as soon as clip touched the laa, the appendage ruptured. The surgeon performed a sternotomy and sutured the perforation. The prov50 was not placed. A pro145 was then applied to the appendage without further incident. There was still significant blood in the pericardium unassociated to the laa rupture. The surgeon noticed that a pacemaker lead was perforating the right atrium and addressed the issue. The patient received one unit of blood during procedure. Patient was admitted to the ICU post procedure. On (B)(6) 2019 the patient¿s condition declined due to significantly high pulmonary artery (pa) pressures and other factors. Labs were drawn and found evidence of right heart failure. The patient expired (B)(6) 2019. This event is a procedure related complication. There was no reported device malfunction.